Manufacturer narrative:
This product is not available as stated. Information was received via the sapphire ww study, that during a follow-up call, it was reported that approximately 10 months post implantation of a precise stent in the right carotid artery, the patient died. The cause of death was not provided, it was reported, it was from natural causes and the event was documented as unrelated to the cordis device and index procedure. During the index procedure, there were no reported adverse events or product malfunctions with the precise stent or the angioguard embolic protection device. The patient left the angiography suite neurologically intact and was discharged from the hospital with no reported adverse event. At 30 day follow-up, there were no reported adverse events. Prior to the index procedure, the female's medical history included synchronous severe cardiac and carotid disease, requiring open-heart surgery and carotid revascularization, severe pulmonary disease, hyperlipidemia, cardiac arrhythmia, renal insufficiency, history of smoking (>5 packs of cigarettes), diabetes mellitus, coronary artery disease, and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The patient's medical history, including multiple comorbidities put her at an increase risk for adverse events. Based on the lack of information pertaining to the circumstances of the patient's death, no correlation between the death and the precise stent implanted in the right carotid artery can be made.

Event description:
The patient was enrolled and treated in the study in 2008, with a precise stent to the right carotid artery. In early 2009, during a follow-up call, it was reported that the patient deceased. The cause of death was not provided; however, the event was documented as unrelated to the cordis device and index procedure. During the procedure, there were no reported adverse event or product malfunctions with the precise stent or angioguard. There were no reported dissections. The patient left the angiography suite neurologically intact. The patient was discharged with no reported adverse event. A 30 day follow-up was completed with no reported adverse events.